Event description:
Attorney alleges that in 2007, the patient "experienced inappropriate and/or excessive shocking, fracture, death, or other injury requiring medical intervention". The attorney also alleges "defective" lead. The cause of death has been requested and not received. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Our records indicate the patient expired more than one year ago. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. The device is part of the advisory for this model. It is not known if the device was explanted post-mortem. The cause of death has been requested but has not been received.